Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7247568.

Event description:
It was reported that the patient was felt pain at the left lower rib area following a trial procedure. It was also stated that the patient had signs and symptoms of edema, inflammation and swelling. The physician believed that the infection was not device or procedure related. The patients trial leads were explanted and a small amount of white fluid were noted coming out from e the incision site. The patient was placed on antibiotics. The explanted leads were discarded by the medical facility and will not be returned.